Event description:
Pt was being transferred from bed to chair using a hoyer lift. The pt sling began to tear and rip. The pt was supported by staff, and the sling supported until pt secured in the chair. Maximum weight load noted on sling was 500lbs.